Event description:
The customer reported that the unit failed to recognize the battery in bay "b".

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to recognize the battery in bay "b". This could impact the delivery of therapy. A philips field service engineer went to the customer site. The reported failure could not be recreated. The unit had an hour glass and passed the opcheck test. There were no batteries in the unit when the fse arrived onsite. We can not determine the cause of the battery not being recognized as it could not be duplicated.